Event description:
Customer reported meter results of 249 mg/dl, 187 mg/dl, and 128 mg/dl within 10 minutes on the advantage sys. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the sys, replacement was sent.